Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were stuck in rewind complete or bolus delivery loop. The customer¿s blood glucose level was unknown. Customer reported that when she clicked on act but nothing happened but when she was out of that option the act button was responding and working fine. Customer stated that they did not received 2nd series of beeps nor did numbers appeared on the screen. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly.